Event description:
The customer stated an architect c16000 analyzer generated a falsely depressed calcium result for one patient sample. The analyzer generated an initial calcium result of 6.1 and a repeat calcium result of 8.9. The patient had a historical calcium result of 8.5. The sample was repeated on another architect c16000 and a calcium result of 8.9 was generated. The falsely depressed calcium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Change of suspect medical device. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The field service engineer (fse) performed instrument troubleshooting and replaced several parts including the reagent probe, the fitting to the reagent probe tubing, the mixer, and cuvette 287. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. No product deficiency was identified.